Manufacturer narrative:
Philips service provided cleaning advice and suggested monitor replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that osd lock displayed on the live monitor; touch sensor issue suspected on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.